Event description:
On (B)(6) 2010, a female patient was implanted with a gore hybrid vascular graft in an av access application. The procedure was performed in the left forearm connecting the gore hybrid vascular graft to a previous av graft from the brachial artery to the basilic vein. On (B)(6) 2010, the patient presented with thrombosis in the graft and stenosis in the outflow vein distant from the graft. A declot procedure was performed.

Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing records for the device verified that the lot met all pre-release specifications.